Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their replacement insulin pump was received with a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer and their health care provider tried battery replacement but it did not work. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. No cosmetic damage noted per visual inspection. (B)(4).